Manufacturer narrative:
Expiration date: 2009 additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's device was shocking her. The patient underwent an explant procedure.